Manufacturer narrative:
(B)(4). No product was returned nor was a photo sent in for review. The condition of the device is unknown because the device is unavailable for inspection since it was scrapped by the hospital. As a result, the lot number is not available and device history records could not be performed due to insufficient information. The device is used for treatment. A definitive root cause for the reported event cannot be confirmed with the information available. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It was reported during surgery, while the surgeon was using the driver, the tip of the driver snapped off and fractured inside of the screw. The driver was scrapped by the hospital; therefore, the lot number is not available.